Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 24 july 2020: lot 143385: (B)(4) items manufactured and released on 6 june 2014. Expiration date: 2019-04-30, no anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event since 2016.

Event description:
The patient came in 3 years and 4 months after the primary surgery for a post-op appointment and it was observed that a screw from the tibial insert had loosened. The surgeon performed a washout and revised the poly. The surgery was completed successfully.